Event description:
It was reported that during a lead revision procedure, the setscrew in the atrial port of the pulse generator could not be tightened. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.